Event description:
A malfunction was reported on a customer's pump, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller understood.